Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 32 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with proximal end to mid-section struts bunched distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks and a break 6.3 cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found evidence of stretching along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. A 32x3.00mm promus premier drug-eluting stent was advanced for treatment. However, when the physician was about to remove the device, the stent disengaged from the balloon. The physician ended up removing everything. No patient complications were reported and the patient was in good condition. It was further reported that the stent was not removed from the balloon but was partially crimped on the balloon.

Event description:
It was reported that stent dislodgement occurred. A 32x3.00mm promus premier drug-eluting stent was advanced for treatment. However, when the physician was about to remove the device, the stent disengaged from the balloon. The physician ended up removing everything. No patient complications were reported and the patient was in good condition.